Manufacturer narrative:
E.1. Address was not located and il was used. This report is supplemental to previously submitted 1213809-2025-00683. It has been determined that the legal manufacturer is (B)(6). This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental has been submitted for 1213809-2025-00683. No photos of the syringe or physical sample were received by our quality team for evaluation. A report from the customer which included results about foreign matter analysis was received. Based on the provided report alone, the reported incident could not be verified. The report shared indicated materials that do not come into contact with the syringe, such as polyester, cotton, and polystyrene. The equipment used to enter controlled areas at our manufacturing site is made of nylon, nitrile, and polypropylene materials; therefore, it is ruled out that the defect originated in this process. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material # 309657 batch # 4197063 it was reported by the customer that on 13jun25, during 100% visual inspection of final drug product, elevate bio mfg inspector observed a single, white floating particulate in bag 1. During 200% inspection, it was able to be confirmed during photography of the particulate. During 100% visual inspection of bag 2, the elevaten bio inspector observed a single, dark-colored particulate, also confirmed during 200% inspection. Verbatim: on 13jun25, during 100% visual inspection of final drug product, xxx mfg inspector observed a single, white floating particulate in bag 1. During 200% inspection, it was able to be confirmed during photography of the particulate. During 100% visual inspection of bag 2, the xxx inspector observed a single, dark-colored particulate, also confirmed during 200% inspection. Final drug product bags undergo routine visual inspection by qualified personnel, which can reliably detect particles prior to release of the material. Three (3) investigational runs were performed under protocol. The investigational runs simulated operations and included sequential operations associated with the formulation and filling process, concluding with visual inspection. Five (5) particulates in the simulated drug product bags were selected to be sent for identification testing based on visual similarity to the particulates observed in the final product bags. Based on visual consistency of particulates observed between the rinse study, investigational runs, and final product bag 2, coupled with the particulate ID performed on the rinse study samples, it can be hypothesized with a reasonable degree of confidence that the particulate in final product bag 2 may be cellulose. Based on results for sample (B)(6) from report ls-24-7644, which was unaltered prior to rinsing and particulate analysis, these particulates may be present within the material supplied by the vendor, prior to use in the manufacturing process. Sample ids (B)(6) in report ls-25-8497 were described as a shiny, translucent fibers and were subsequently. Characterized as manufactured, polyester fibers ranging from approximately 738 to 1344 in length. Based on these findings, a review of materials used for the investigational runs were reviewed, a total of five (5) materials used for the investigation runs had moc of polystyrene and/or polyester. Based on the investigation to deviation qe-002828 and root cause analysis - it can be hypothesized with a reasonable degree of confidence that particulate is likely intrinsic to materials used in the manufacturing process, and that the source of the particulate may be from serological pipets and/or the liquid dispensing system used during buffer exchange and formulation. Additionally, the 600ml filtration bag filter containing the pet filters cannot be ruled out as a potential source. See attached particle identification reports for details. The following materials supplied by xxx, manufactured by becton dickenson company were used in the post-filtration stage of the manufacturing process and cannot be ruled out as a potential source of the particles: materials MFR part# MFR lot # 50ml syringe 309653 4306660 10ml syringe 302995 4354256 3ml syringe 309657 4197063 30ml syringe 302832 4263450 the materials were all received in the system and dispositioned appropriately per procedure. As materials were consumed in manufacturing, no material is available to be returned for further supplier investigation. As the above materials cannot be immediately ruled out as possible contributors to this incident, xxx is issuing a supplier corrective action request for the above listed material lots. Please find attached the corresponding ¿visible particle identification reports¿ for the investigational runs, for reference.